Event description:
It is reported that during surgery, the liner was unable to be inserted. A new liner was opened and inserted easily.

Manufacturer narrative:
This report will be amended when our investigation is complete.